Event description:
Customer reported that pump battery would not charge. While the incident did not reveal any specific blood glucose levels, there was no indication of an adverse impact on the customer¿s blood glucose level. To address the issue, customer attempted different solutions, including using various wall outlets, charging cables, and wall adaptors, but none resolved the issue. Consequently, it was decided to replace the pump under warranty. Customer accepted the replacement pump, and arrangements were made for the return of the non-functional pump using provided instructions and materials.